Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 57-year-old male patient, the device displayed a "defib charging error" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including discharging multiple times at various joule settings, defib cycling, and environmental chamber stress testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. After the patient event, the crew power cycled the device and the report was cleared. Subsequent testing was not able to reproduce the customer's report. Based on descriptions from the scene, it is likely there was rfi/emi interference that may have contributed to the report considering the circumstances, but we are not able to confirm. Analysis of reports of this type has not identified an increase in trend.